Event description:
The pump was returned to the manufacturer for analysis with no information provided. Device registration records reveals patient expired. Date and details of death are unk. Attempts will be made to obtain addtional information and a follow-up report will be sent if addtional information becomes available to us.

Manufacturer narrative:
Final device analysis reveals assumed normal battery depletion.